Manufacturer narrative:
(B)(4). Batch # p93z03. Investigation summary: the handpiece was received with the 6-32 stud broken. No functional testing could be performed due to the device returned condition. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch. Possible causes that may have contributed to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during an unknown procedure the device was out of service. No further information available.